Event description:
Boston scientific received information that the patient with this right ventricular lead complained that the area was painful and uncomfortable. Boston scientific technical services then referred the patient to contact their physician. Additional information was received indicating that the patient had a recent battery change out and the field representative has not heard from the physician about this issue. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.